Manufacturer narrative:
B5; additional information received : it was confirmed that the endurant cuff was deployed and implanted in the patient from just below the renal artery to above the distal aorta. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned with the external slider and the backend wheel in the home position. The taper tip had detached leaving the collar exposed. The taper tip was not returned for evaluation. There was no deformation observed to the collar or device front end. Deformation was observed to the graft cover. Deformation and partial separation was observed to a number of spirals. The handle was disassembled; all backend components were confirmed to be correctly positioned within the handle. The taper tip hypotube was correctly positioned in the backend t-tube. The reported detachment in-vivo was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis: the reported removal difficulty and tip detachment could not be confirmed on the films provided. Procedural angiograms showing attempts to remove the delivery system and the exact moment when the tip detachment occurred were not available for review of the reported events. Although the cause of the event cannot be determined, the anatomical characteristics reported to have contributed to the events (i.e., advanced vessel and abdominal synthetic graft tortuosity) could be appreciated on the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft aortic cuff and a valiant captivia were implanted during the treatment of a 50mm abdominal aortic aneurysm. It was reported during the index procedure, an artificial blood vessel replacement was performed. The patients vessels had advanced tortuosity. A non-mdt (22fr) sheath was placed in the target site, and was lowered to position the endurant ii stent graft extension (ettf363670) directly below the superior mesenteric artery (sma). After placement, while attempting to collect the tapered tip of the device by rotating the back-end as per the procedure, the tapered tip was collected, but it failed to enter the delivery sheath. Despite multiple attempts, the device could not be delivered even after being rotated / pulled. It was noted that if an attempt was made to pull it out forcefully, only the tapered tip remained. Efforts to retrieve the tip were unsuccessful. There was considerably resistance requiring more force than usual when attempting to remove the delivery system. It was predicted that removal under laparotomy would be extremely difficult so it was decided to secure the tip down inside the body. Tevar was performed and the tip was transported to the tevar placement position, and a valiant captivia stent graft was used hold down the tapered tip inside the body. The tip was successfully stabilized without shifting, and no endoleak was observed. It was confirmed that there were no damage to the packaging or damage/gaps to the delivery system observed prior to insertion into the patient. Per the physician the cause was suspected to be related to the patients anatomy due to the advanced tortuosity of the abdominal synthetic graft, though the exact cause was not determined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.